Manufacturer narrative:
Control: 25miu/ml hcg urine control lot: hcg100113-01; 100miu/ml hcg urine control lot: hcg100513-01; 237.6iu/ml hcg urine control lot: hcg100420-01. Summary of results: the retention devices meet qc spec, details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 237.6 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported a customer with a false negative urine hcg result vs quantitative serum. A female pt tested herself on a home pregnancy kit and was positive. She presented herself at the doctor's office in mid afternoon. A urine sample was collected and run on mckesson hcg test with a negative result. Clinic protocol was to get a serum quantitative testing in the lab and obtained a value of 89 international units/l which was positive.